Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Approx. Six weeks after the implantation there was a homemonitering alert of lead check. It was observed that both leads were disconnected/ dislocated. After completely screwing both leads during the implant, the leads were extracted and connected again to the device.